Event description:
It was reported that the system was inaccurate during registration. The accuracy issue was alleviated once registration was completed a second time. No impact to the patient or procedural delays occurred with this event.

Event description:
It was reported that the system was inaccurate during registration. The accuracy issue was alleviated once registration was completed a second time. No impact to the patient or procedural delays occurred with this event.

Manufacturer narrative:
The reported event of inaccurate registration could not be confirmed. The log files and patient folder were requested for evaluation but only the patient folder was available. The patient folder was reviewed and no problems were found with the registration and there is no indication that the software did not perform as intended. However, it was found that the images show a skin indentation around the ear area (indicating the use of ear muffs). The imaging protocol (td900088 rev. G, 2016-02-11) instructs the user to ensure the patient¿s ears are not distorted from their normal position.

Event description:
It was reported that the system was inaccurate during registration. The accuracy issue was alleviated once registration was completed a second time. No impact to the patient or procedural delays occurred with this event.